Event description:
Customer reported that insulin gauge displayed a different amount than expected on a previous day, with greater than 30 units discrepancy. There was no adverse impact to the customer's blood glucose level. Customer continued to use the cartridge while monitoring for errors, and technical support explained that gauge discrepancies can occur due to pressure variances, with normal countdown resuming once insulin aligns with the static display, which customer understood and acknowledged.